Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. Current vessel morphology is a severe disease progression with aortic neck dilatation resulting in aortic neck angulation. The aortic neck diameter ranges from 27 mm at the renal arteries to 32 mm slightly below the renal arteries. It was reported 92 months post stent graft implantation the CT demonstrated that the stent graft has migrated 15 mm resulting in a type I endoleak. It was reported that the aortic neck angulation is approx 70 degrees which resulted in the stent graft migration and a kink of the stent graft at the proximal portion of the stent graft and the flow divider. The patient is scheduled to be treated with another MFR's aortic cuff and converted to an aortic-uni-iliac. The pt was reported to be fine and no additional clinical sequelae have been reported.